Event description:
It was reported that the connector broke during surgery.

Manufacturer narrative:
(B)(4). The silicone sleeve of the connector was torn off. It is unk how this damage occurred. The instructions for use that accompany the product warn that "improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components. Such damage may lead to a loss of shunt integrity, and necessitate premature surgical revision of the shunt system." A review of the mfg records was not possible as no lot number was provided. No impact to the pt was reported.